Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the introducer needle fractured while in the body. Customer stated that the issue was occurred during insertion. Customer stated that the one needle was bent, other one had communication issue and the third one would not calibrate and had a lot of blood on it as the site was bleeding. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and found insertion needle bent in sensor base; no broken or missing parts. Unable to confirm customer received sensor in said condition due to customer returned opened and used.